Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 199 mg/dl. The customer did not have a backup therapy available at the time of the call. Tandem technical support attempted to follow up with customer to obtain backup therapy, but a response was not received.